Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent soft tissue reduction surgery (date not reported).